Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was provided that the device was later explanted due to elective reasons and was returned for evaluation.

Event description:
Boston scientific received information that this newly implanted implantable cardioverter defibrillator (ICD) recorded high right ventricular (rv) impedances of greater than 2,000 ohms and high pacing thresholds during the predischarge check. Technical services (ts) discussed potential causes for the observed issues. It was noted that this would be investigated further. No adverse patient effects were reported. Additional information was provided that a revision procedure was performed, during which, it was discovered that the rv setscrew was not tightened down. It was noted that after the setscrew was tightened, all lead measurements were normal.